Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat an in-stent restenosis lesion in the lad using integrity bare metal stent (bms). The device was prepped prior to use. The device was inspected prior to use. The device did pass through a previously deployed stent. Resistance was encountered while advancing the device. It was reported that during use the struts were damaged. The device was trying to pass through a previously deployed non medtronic stent which had in-stent restenosis when the damage to the stent struts occurred. Patient status post procedure is fine.